Manufacturer narrative:
Submitting a correction supplemental MDR to update 'b5 - describe event or problem' that insulin leaking during wear was reported.

Event description:
It was reported by the legal guardian that the patient's blood glucose level rose to 414 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose from the infusion site on the leg, causing the cannula to dislodge. Insulin leaking during wear was also reported. No medical assistance was required.